Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. Incident occurred within the first thirty minutes of initiation of treatment. The pt became flushed and short of breath. The pt also developed itching, nausea and vomiting. Blood was returned to the pt before treatment was discontinued. Hcp stated the pt's symptoms resolved without any medical intervention. Treatment was resumed with a different lot number of the same membrane. Treatment was completed without further incident.